Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0485 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav valve is permeable. Adjustment test: the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function did not operate as expected. The results indicate that the rotor no longer performs as required. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the compromised brake functionality of the progav valve, a computer controlled test was not possible. Results: first, we performed a visual inspection of the progav valve. A deformation of the outer housing of the progav valve was observed through the visual inspection. The deformation was confirmed through a measurement of the parallelity of the valve housing. Next, we tested the permeability, adjustability and opening pressure of the valve, as well as the brake functionality and brake force. The brake function did not operate as expected, but all other specifications were met. Finally, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein). Based on our examination results, we cannot confirm the suspicion of "overdrainage and non-adjustability" at the time of our examination. We were able to identify a dysfunction of the brake. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav valve. The surgeon suspected that the valve operates in over- drainage and is difficult to adjusted. Before this state the valve was self- adjusted at two times. Patient information: age: (B)(6) years. Weight: (B)(6) kg. Height: 120 cm. Gender: female. Date of implantation: (B)(6) 2014. Date of removal: (B)(6) 2020.